Event description:
It was reported that there was a separation between the female connector (blue part) and main body (light blue) of the minicap transfer set. This occurred during testing of one of the transfer sets on a dummy tummy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. The photographs were reviewed and showed a separation between the female connector and main body. The reported condition was verified. The cause of the separation was determined to be a manufacturing related issue caused by inadequate solvent to the insert chip. Should additional relevant information become available, a supplemental report will be submitted.